Event description:
The manufacturer received info alleging a ventilator's volume measurement was incorrect. No harm or injury were reported.

Manufacturer narrative:
The MFR is currently investigating this event and a follow up report will be filed when the investigation is complete.